Manufacturer narrative:
(B)(4). Evaluation results/conclusion: inherent risk of procedure (deployment difficulty).

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that when the physician rotated the blue handle, the stent graft did not deploy. Several attempts were made by the physician to get the device to deploy however, failed. The physician used another stent graft system to complete the surgery. No clinical sequelae were reported and the patient is fine. The device used for this case is not marketed in the united states however it is similar to a device that is marketed in the united states.